Manufacturer narrative:
The investigation of the photo provided was completed by the failure analysis lab on 09/13/2019. Device evaluation summary: according to the information provided, the patient experienced rupture and device migration on the left breast implant. Upon visual inspection of the picture, it was observed that the implant was rupture. No other anomalies were observed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and device migration. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003.

Event description:
This report is supplemental information for previously submitted psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 600cc mentor memorygel breast implant experienced bilateral device migration and left sided rupture post procedure. As a result, patient had undergone bilateral removal and replacement with a non-mentor device (allergen) on (B)(6) 2018. This report is for the left sided device.